Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
The customer's father reported via phone call that the insulin pump had was exposed to moisture and then the keypad was unresponsive. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for moisture exposure. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad anomaly due to blank display.